Manufacturer narrative:
As noted in the original report, software modifications were instituted to correct this issue. A regulatory flash, r98-0001-0, identifying the issue, the software modification number, and the workaround procedure to be implemented until the software modification is tested and installed in the client's production environment was distributed to all potentially affected clients 2/23/1998. The modifications were documented with pim 33871 (release 306) and pim 34105 (release 306). The modifications were availabe with revision level 89 and were distributed to all cerner clients on 9/10/1998. This issue is included as part of cerner recall 98-001. This recall has been classified as a class ii recal by the FDA and assigned the number b-650-8. Cerner has confirmed that all potentially-affected clients have been notified of this issue. In addition, cerner is monitoring the installation of the software modifications at each site and will continue to do so untill all sites have migrated the modification into their production environment. Cerner cop is working closely with the kansas city district office to ensure the recall proceeds in a manner acceptable to FDA.

Event description:
An issue has been identified in the function dispense products, dis, which occurs when units are dispensed in pt mode immediately after units have been dispensed to the blood bank inventory pt. Since the blood bank inventory pt does not have a historical group/type, the system does not perform aborh validation when the blood bank inventory pt is used to dispense units to a location. If the user does not exit dis before dispensing units in pt mode, this lack of aborh validation carries over to the next transaction.